Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: a review of the pump¿s black box showed cs 064 call service alarms (occlusion during prime). During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no loss of prime warnings occurring. The pump was exercised for 24 hours with no alarms occurring. The pump performed within required specifications. The complaint of a cs064 call service alarm issue was shown in the pump history but was not duplicated during investigation.